Event description:
Additional information reported that the infection was several years ago and was found 4-5 months after lead placement. The patient had no symptoms of infection but the site was red and pus filled. When the physician looked at it, they thought it was horrible and needed to be treated right away. The system was removed and the patient was treated for 6 weeks through a pick line with antibiotics. The infection resolved. The exact date was not provided. No further information was received.

Event description:
It was reported that 4-6 months after implant in 2009 the whole system was removed due to a staph infection. Further follow-up is being conducted.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3389s-40, lot# v228940, implanted: (B)(6) 2009, product type: lead. Product ID 3389s-40, lot# v197686, implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
Conclusion code 22 no longer applies to this event. (B)(4).